Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The intermittent occlusion alarms were verified. The cause was determined to be the downstream tubing guide depth was found to be out of specification which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump is getting intermittent occlusion alarms, when occlusions are not observed by the caregiver during therapy (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.